Event description:
During troubleshooting for a check heater line alarm, the home patient (hp) stated that only changed out the cassette. The technical service representative (tsr) advised the hp to change out the whole setup and start over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The hp stated that after starting over with new supplies no further issues were found and no further information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.